Event description:
The patient was reportedly experiencing intermittency and loss of lock. Programming changes were made and external equipment was exchanged; however, lock was not obtained. Testing confirmed that the device is not functioning. Device revision surgery is being considered.